Manufacturer narrative:
The patient's birth year was provided as 1936. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable crep2 creatinine plus ver.2 and ua2 uric acid ver.2 results for 1 patient tested on a cobas pro c 503 module. The crep2 and ua2 reagents for the c 503 are not released for distribution but are like or similar to a product released for distribution in the united states. The c 503 serial number was (B)(4). This medwatch will cover the crep2 results. Refer to medwatch with patient identifier (B)(6) for information on the ua 2 results. On (B)(6) 2019 the patient was intravenously treated with syntophylin, ondansetron, dexamethasone, and furon in the ambulance on the way to the hospital before a sample collection (sample 1). After sample 1 was collected the patient was intravenously treated with novalgin. On (B)(6) 2019 the patient was admitted to the hospital for dyspnoea without chest pain. On 17-aug-2019 the crep2 result from sample 1 was 4.68 umol/l with a data flag on the c 503. On 17-aug-2019 the crep2 result from sample 1 was <5 umol/l on a cobas integra 400 plus. On 17-aug-2019 the ua2 result from sample 1 was 67.9 umol/l on the c 503. On 17-aug-2019 sample 1 was retested multiple times with the same crep2 and ua2 results. All of the results for other tests were expected. The specific retested crep2 and ua2 results and other test results were not provided. On 19-aug-2019 a new sample (sample 2) was collected from the patient at the hospital. On 19-aug-2019 the crep2 result from sample 2 was 127 umol/l on the c 503. On 19-aug-2019 the ua2 result from sample 2 was 488 umol/l on the c 503. The crep2 result and the ua2 result from sample 2 on 19-aug-2019 corresponded with the patient's clinical condition.